Event description:
There were three endeavor sprint rapid exchange (rx) drug-eluting stents implanted, two in the distal rca and one in the mid rca. Post procedure angiography revealed 0% residual stenosis and timi iii flow. On the same day as index procedure, the pt received a peri-procedural loading dose of study medication clopidogrel 600 mg. Clopidogrel 75 mg dosing was started on the next day. Aspirin 325 mg dosing was started on a previous unk date. Post stenting the mid rca during the index procedure, a dissection of the distal rca was noted. A 2.5 x 8mm stent was implanted to treat the dissection. The dissection was resolved and the pt was discharged from the hospitalization the day after the index procedure.

Manufacturer narrative:
(B)(4). Results: (dissection).